Manufacturer narrative:
This report is being submitted as follow up no. 1 to update , and to provide the completed investigation results. One 6fr angio-seal vip was returned for product evaluation. The returned device included the header bag, hemostasis sheath, carrier tube assembly and polyfoil pouch. There were blood-like substances on the returned device. The carrier tube assembly was mated to the hemostasis sheath and the locking mechanism was set to rear lock position. The device was subjected to visual analysis. The shaft of the hemostasis sheath was observed to be cut. The cut was located at the proximal end close to the hub of the hemostasis sheath. A kink was located on the carrier tube assembly shaft. The kink was at the level of the cut on the hemostasis sheath shaft. The anchor, collagen, tamper tube and clear stop were observed to be released from the carrier tube tip. The collagen was not folded or tamped and was found to be partially covered in blood-like substances. Functional testing could not be performed based on the state of the returned device. The complaint can be confirmed for device pullout. The exact cause cannot be determined. The likely root causes are an obstruction to the anchor posting to the tip of the hemostasis sheath or the user not placing the device in full forward lock position. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal anchor did not jump out and was blocked in the sheath. No movement possible. Another angio-seal device was used and was able to close. There was no patient harm. Additional information was received on 02aug2021. The procedure was a fempop using a 6fr procedural sheath. The patient was in stable condition. The outcome of the procedure was successful. There was no stenosis, plaque, calcium present around the insertion site visible. The insertion site was above the bifurcation and below the inguinal ligament. The blood loss was no more than usual.